Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:1627487-2024-00664. It was reported that the patient's lead and ipg incisions were coming open. Surgical intervention was undertaken (B)(6) 2024, wherein the patient's scs system was explanted to address the issue.

Manufacturer narrative:
It was reported to abbott, a rep met with a patient and found the lead and ipg incision site were coming open. The patient reported the entire system was explanted. Its unknown if an infection was present at the would site. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.